Event description:
It was reported that during implant procedure that the lead pin could not enter the connector, and it was impossible to loosen the setscrew. Grommet surface damage was observed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found and the visual inspection revealed grommet damage.